Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# b)(4), explanted: b)(6) 2014, product type: catheter. Product ID: 8596sc, serial# b)(4), implanted: b)(6) 2014, explanted: b)(6) 2014, product type: catheter. B)(4). Evaluation summary: the pump and catheters were returned for analysis. Analysis of the pump revealed no anomaly found. Analysis of catheter model 8596sc found no significant anomaly; there was a tear in the seal near the guide ring. Analysis of catheter model 8703w found a hole/tear in the catheter body caused by the catheter connector pin and a user related hole.

Manufacturer narrative:
Corrected information: the implant date for product ID 8703w is 1998-(B)(6).

Event description:
It was reported that the pump and catheters were removed due to infection. The device system was delivering compounded baclofen. It was later reported that perioperative antibiotics had been administered. The date of onset/diagnosis of infection was b)(6) 2014. The patient did not have meningitis. The patient had symptoms of fever, redness, and swelling. The primary location of the infection was the device pocket and catheter track. A culture was obtained of the device pocket and found ¿staph¿. The patient was treated with IV (intravenous) and oral antibiotics. The infection resolved. The patient experienced no drug withdrawal. The patient had pre-operative risk factors of a debilitated status and malnutrition/extremely thin. The patient also had post-op wound/skin contamination.